Event description:
Health professional reported left side "capsular contracture," baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, white particles. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: -no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side "capsular contracture," baker grade unknown. Device remains implanted.